Event description:
Brush to become dislodged - oral-b [device breakage]. Rush head had come loose - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that the oral-b ultimate clean toothbrush heads and the oral-b gentle care toothbrush heads became dislodged from the oral-b io series 3 toothbrush. No injury was reported. 06-dec-2023 follow up via digital safety assessment survey: the consumer was a 39-year-old male. No injury was reported. 07-dec-2023 follow up via e-mail: the suspect product was oral-b rechargeable toothbrush handle 3794 io series g4. The suspect product lot was ao23021917. The oral-b ultimate clean toothbrush heads and the oral-b gentle care toothbrush heads came loose from the oral-b toothbrush. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
(B)(6) 2024 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Brush to become dislodged - oral-b [device breakage] brush head had come loose - oral-b [device connection issue] case narrative: consumer via e-mail stated that the oral-b ultimate clean toothbrush heads and the oral-b gentle care toothbrush heads became dislodged from the oral-b io series 3 toothbrush. No injury was reported. (B)(6) 2023 follow up via digital safety assessment survey: the consumer was a 39-year-old male. No injury was reported. (B)(6) 2023 follow up via e-mail: the suspect product was oral-b rechargeable toothbrush handle 3794 io series g4. The suspect product lot was ao23021917. The oral-b ultimate clean toothbrush heads and the oral-b gentle care toothbrush heads came loose from the oral-b toothbrush. No injury was reported. (B)(6) 2024 case update: the concomitant product lot (for oral-b power oral care refills gentle care unknown brush set) was a3430334. No injury was reported.